Event description:
During a surgical procedure with a patient on the table, the table was reported to have moved into tilt and table up with no activation of the hand control. No injury was reported.

Manufacturer narrative:
The biomedical personnel at the facility reported that they were able to duplicate the self movement with the original hand control. The table was evaluated by a berchtold field service representative on (B)(4) 2012. The problems could not be duplicated when using the original hand control, the replacement hand control, and the service program. The original hand control exhibited signs of damage, was replaced, and was returned for evaluation.